Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional armada 18 and armada 14 devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and no tortuosity and anterior tibial artery with moderate calcification and no tortuosity. The 5.0x120mm armada 18 balloon dilatation catheter (bdc) advanced without any resistance noted and ruptured at nominal pressure during the first inflation. Another 5.0x200mm armada 18 (bdc) was then advance without resistance noted as well, however, ruptured during the first inflation at 14 atmospheres (atms). The balloon pressure was held for about 2 minutes and at about 1.5 minutes it ruptured. The 2.0x200mm armada 14 bdc wad advanced to the anterior tibial artery without resistance but also ruptured at nominal pressure during the first inflation. Again, the pressure was held for 2 minutes but this time ruptured after about a minute. All devices were prepared per instructions for use (IFU). Non-abbott balloons were used to complete the procedure for the sfa and the anterior tibial artery. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.